Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and failed battery test alarm. The customer¿s blood glucose level was 295 mg/dl at the time of the incident and treated with manual injection. The customer stated that the insulin pump.the customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer also reported that the insulin pump had a blank display that was resolved by battery change. No failed battery test troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no blank display, failed battery test and unexpected battery power loss noted.